Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02534. The pt received three leads (from two lots) as part of an scs trial system. It was reported the pt experienced wheezing and was taken to the hospital. It was reported the pt died on (B)(6) 2012 due to a myocardial infarction. The physician stated the cause of death was not related to the trial implant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.